Event description:
Information provided states that patient had m6-c artificial cervical disc implanted. Pt presented with trouble swollowing. The original implant date is unknown at this time. The artificial disc was explanted on (B)(6) 2022.

Manufacturer narrative:
Additional information and the return of the device for evaluation has been requested.